Event description:
It was reported to tyco/healthcare/kendall on 05/02 that two needle sticks were sustained. It is alleged that the needle did not retract. It was reported as happening during disposal of the device.